Event description:
It was reported that pump experienced connection problems and faulty charging port, which prevented upload of data to mydiabby platform. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding corrective actions taken by customer or technical support, and it was unknown whether device was returned or replaced.